Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed this device had not reached elective replacement indicators (eri). A few days later, interrogation revealed this device had reached end of life (eol) status. A replacement procedure was performed. This device was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance